Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111059 - the implant was removed during surgery because the carrier fractured inside the implant, which could not being used in consequence.